Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned with a catheter. The lot number was not confirmed as the packaging was not returned. During visual inspection, the coil delivery wire was not returned, the main coil was detached, and the distal tip was found to be intact. The main coil was severely stretched, and the suture was damaged. Functional testing was not carried out as the coil was returned detached. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis and the coil was found stretched, suture was damaged and prematurely detached. In the case of this complaint, it is most likely that anatomical or procedural factors resulted in the subject coil stretched, damaged suture and eventually detached when trying to remove. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to the as reported and as analyzed events.

Event description:
It was reported that during the procedure the subject coil was inserted into the microcatheter while doing so it got stuck and was unable to be pushed or pulled. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. Analysis of the device revealed that the main coil had prematurely deployed; therefore, based on this information the event is deemed reportable and emdr will be filed with an aware date of 25-jun-2020. The event will be assessed to reflect the decision change and emdr will be filed accordingly.